Event description:
This was a spontaneous report received from the wife of (B)(6) male patient from the united states: local case ID number (B)(4). The patient's weight was (B)(6) and height was unspecified. The patient's medical history included a broken back and broken femur, drug allergy to viagra (sildenafil citrate), food allergy (allergic to girl scout peanut butter cookies), and penicillin allergy. The patient was treated with one precise pain relieving heat patch (topical, lot number and expiration date were not provided) once for the first time on (B)(6) 2013 for muscle pain in his thigh. Concomitant medications were not reported. On (B)(6) 2013, the patch broke open and little black crystals came out of it (pharmaceutical product complaint) that burned him. The patient's wife subsequently brushed the crystals off and noted blisters at the application site that broke open later. The patient subsequently consulted with a doctor who wanted to prescribe antibiotics which were refused by the patient. The patient self-treated the events with neosporin. The action taken with precise pain relieving heat patch was withdrawn. The patient outcome for burned and blisters was recovering. This report was serious (medically significant) and reportable (serious injury).